Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an insulin occlusion alert and was guided to fill the tubing to confirm insulin flow; insulin was observed exiting the tubing, and the user was advised to replace the 23 in, 6 mm infusion set if the alert recurred. Symptoms included no adverse clinical effects and stable blood glucose at 132 mg/dl. Outcomes included no injury, no medical intervention, and no impact on daily activities. Investigation included customer interview and troubleshooting with education on infusion set management. Investigation of this case revealed that the occlusion condition resolved only after changing the infusion set. It was concluded that the event was attributable to an infusion set occlusion with resolution following supply change.